Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and non-malignant pain. It was reported that the patient needs to turn her implantable neurostimulator off for an upcoming surgery that is unrelated to the spinal cord stimulation system. The patient indicated that it has been off for ¿a while¿ and that it dies out quick. It is unknown when the device started dying out quick. The patient assumed that the implantable neurostimulator was over-discharged and that a manufacturer representative would need to revive the implantable neurostimulator. The patient noted that she noticed that she was unable to charge the implantable neurostimulator starting about 1.5 weeks prior to the report, confirmed as (B)(6) 2018. There were no patient symptoms or complications reported.